Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 170cc and experienced capsular contracture baker grade iii on the left breast implant. As a result, the patient had undergone removal on (B)(6)2020.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the surgery was postponed. A manufacturing record evaluation was performed for the finished device 7707334 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).